Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12e03041, h12f06075, h12g11099, h12k14047 and h12j01053. No exceptions were observed that were related to the reported condition. As the sample was not available, an evaluation could not be performed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown but believed to be due to a space heater being left on. Treatment was not reported. The patient had their pd catheter removed and was switched to hemodialysis. The patient remained hospitalized. At the time of this report, the patient was recovering from the event of peritonitis. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).